Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On 04/30/2026, it was reported that the patient experienced a skin reaction with an infection, which occurred an unspecified day after the sensor had been inserted in the arm. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. The patient went to a clinic because of the missing sensor wire and had an x-ray 3 times and was not able to find the sensor wire. She was prescribed oral antibiotic keflex (unspecified dosage). No other details were provided. At the time of report, the patient is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).